Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were unresponsive. There was no reported patient impact as a result of the alleged malfunction. There is no additional information available at this time. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad cover was found to be torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the ok button contact was found to be inverted.